Event description:
The physician used a wilson-cook triclip endoscopic clipping device to clip the base of a large duodenal polyp. During an attempt to close the clip on the targeted tissue site, the clip prematurely deployed in an open position. A snare was used to remove the clip. No injury to the patient was reported. Post procedure the patient's condition was reported to be good.